Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2011, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (2500 mcg/ml at 240 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. The patient had a loss of therapeutic effect on an unknown date. An x-ray was done in the managing physician's office and a catheter fracture was visualized at the spinal site. The patient's oral narcotics were increased. The patient was taken to surgery and the catheter was revised. Per the neurosurgeon, the catheter was broken "in fragments" and he explanted sections that he was able to access, but other segments were "grown into tissue and couldn't access". The morphine in the pump was diluted to 625 mcg/ml in order to start the infusion rate at 40 mcg/day as the patient was deemed narcotic naive. The patient status was reported as "alive - no injury".

Manufacturer narrative:
(B)(4).